Event description:
It was reported that "during xia3 surgery, after provisional tightened, the surgeon did the compression and distraction of fixed levels. Then he changed to other rod and tried to re-engagement of s2ai blocker, the blocker had worn. The surgeon changed the blocker to other new one, then it turned out that the bottom of blocker was deleted. He also replaced the blocker of same level to other blocker just to make sure."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: both blockers have similar damages. The bottom side is shared as if the blockers were cross-threaded during insertion into the tulips of corresponding screws. One blocker is more damaged than the second (some threads are absent). Functional inspection: not applicable. Device history review: not applicable as the batch number is unknown. Complaint history: complaint review is done is super and trackwise from march 2004 to 10-apr-2013 databases for all references of xia 3 closed head screws (mono and polyaxial). No similar complaints are found. Conclusion: at visual inspection of returned blockers, the reported event is confirmed. Both blockers are damaged and their bottom sides are shared. It seems that this issue is resulted from the cross-threading of blocker during their insertion into corresponding screw tulips. This is the first issue of such kind and corresponding severity is less than s1, hence no corrective actions are needed. We will continue monitoring the database to follow possible trend.

Event description:
It was reported that "during xia3 surgery, after provisional tightened, the surgeon did the compression and distraction of fixed levels. Then he changed to other rod and tried to re-engagement of s2ai blocker, the blocker had worn. The surgeon changed the blocker to other new one, then it turned out that the bottom of blocker was deleted. He also replaced the blocker of same level to other blocker just to make sure."